Event description:
It was reported that during routine follow up it was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance, noise, non-capture at maximum output and low amplitude. Subsequently, this implantable cardioverter defibrillator (ICD) therapy was turned off and patient will get life vest if lead extraction not done soon. Furthermore, this device remains implanted. No additional adverse patient effects were reported.